Event description:
Approximately forty one months after coil embolization of the midline basilar tip, the patient underwent a second target aneurysm reintervention to treat the aneurysm recanalization. No further details were provided.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reportedevent. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated patient complication. (B)(4): device remains implanted.